Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested as cloudy effluent and vomiting. The cause of the peritonitis is unknown. It was not reported if the patient was hospitalized for the event. Treatment and outcome are unknown. No additional information is available.